Event description:
It was reported that the lead perforated the patient's right ventricle when the patient bent over to lift. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer and maude event.